Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history with variable due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had pump error alarm on insulin pump. The customer¿s blood glucose level was 6.8 mmol/dl. Performed self test and it was failed. The insulin pump will not be returned for analysis.